Event description:
It was later reported that the patient had an appointment and these adverse events were not reported as a concern.

Event description:
It was later reported that the patient's seizures were not related to vns therapy or surgery. Further information was received reporting that the physician assesses the increased seizures to be back to pre-vns baseline levels. He notes the cause of the seizures "likely prior better control with use of autostimulation feature." Further vns adjustment and the initiation of autostimulation settings were taken as intervention for the seizures.

Event description:
It was reported that a patient's device was not efficacious. It was later reported that the patient has had more seizures with her m106 generator than her previous generator that did not track her heartrate. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.